Event description:
It was reported that the subject guidewire was snapped inside the patient. There were no clinical consequences to the patient reported as a result of this event

Event description:
It was reported that the subject guidewire was snapped inside the patient. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
D4 gtin: corrected to (B)(4). D4 expiration date - added. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. The subject guidewire device is not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event cannot be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the wire snapped inside the patient. There was no further information received. As the device was not returned and a review of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.